Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level would elevate (300 mg/dl) after the second day of an infusion site change. Customer used an insulin pen injection to treat elevated bg level. System check was not performed with tandem technical support; however, customer stated that there was some site irritation.